Manufacturer narrative:
Our product evaluation laboratory received one fogarty catheter. The balloon latex was found to be ruptured longitudinally from the distal winding to the proximal winding. The edges of the ruptured location did not appear to match up. Both balloon windings were intact. No other visible damage was observed from the catheter. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The report of "the balloon could not be inflated" was confirmed. An engineering evaluation task has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The instructions for use of the product contains the following statement: ¿as with all catheterization procedures, complications may occur. These may include local or systemic infection, local hematomas, intimal disruption, arterial dissection, perforation and vessel rupture, hemorrhage, arterial thrombosis, distal embolization of blood clots and atherosclerotic plaque, air embolus, aneurysm, arterial spasm, arteriovenous fistula formation, and balloon rupture with fragmentation, tip separation and distal embolization.¿ it is unknown if user technique caused fragmentation of the balloon during the testing process before use. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that before use, the fogarty catheter balloon could not be inflated when checking the device. There was no patient involvement.